Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of gap of adhesive on the distal end (which allowed a stain to enter inside the lens) was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were also noted during device evaluation: due to wear of lock engagement lever, up/down knob cannot be locked securely, air water-cylinder has discoloration, suction cylinder has discoloration, scope body has discoloration, scope cover has discoloration, electrical connector has corrosion due to water leakage, due to a pinhole on bending section, water tightness is lost, due to damage on charged coupled device (ccd) unit, foggy image occurs, due to damage on ultrasonic cable, the number of missing elements exceeds specifications, due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements, adhesive on bending section has a chip, connecting tube has a buckling, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, the play of right/left knob is out of specifications, due to wear of forceps elevator wire, the fixing force of guide wire does not meet the standard value, universal cord has buckling, and problem with elevator, doesn't close in bend of endoscope. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope problem with elevator, doesn¿t close in bend of endoscope, and problem with ultrasound image. Upon inspection and evaluation, there is a gap between acoustic lens and ultrasound probe, and the distal end has a crack. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.